Event description:
It was reported that noise was observed on the atrial lead. The lead was explanted and replaced during a device changeout procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.